Event description:
On (B)(6) a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultrascore 035 pta balloon catheter. During the procedure, the catheter did not fit in back into the sheath after dilation and usage. It was further reported that the wires were too crocked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 device was returned for evaluation. Upon visual inspection, the balloon and hub of the device was noted to be bloody. The wire was noted to be intact and not crossed. No other anomalies noted. During functional testing, the device guidewire lumen was flushed but was noted that bloody water exiting out of the distal tip. The patency of the guidewire lumen was tested using an in-house guidewire and was not able to be inserted through the distal tip. A second attempt was made via the gw hub and could not be inserted fully. The gw could not be inserted due to dried blood stuck in the lumen. The gw was entered again from the distal tip to be entered to the point of resistance and left there in order to advance it through an in-house sheath that was priorly flushed. Using an in-house presto inflation device, the balloon was subjected to negative pressure and was inserted through the sheath but was met with high resistance when the proximal end of the ballon reached the hub of the sheath. The wires were noted to have bend as more pressure was added while advancing, therefore the balloon did not advance fully. The balloon catheter was retracted without no issue through the sheath. No other functional testing performed. Therefore, the investigation is confirmed for the identified sheath insertion issue as balloon could not be advanced fully through the sheath due to high resistance encountered when the proximal end of the balloon reached the sheath hub. The investigation is inconclusive for the reported sheath removal difficulty as no functional testing was performed as the device could not be advanced through the sheath due to resistance. The investigation is unconfirmed for the reported material deformation as no anomalies were noted to the scoring wires. A definitive root cause for the identified sheath insertion issue, reported sheath removal difficulty and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultrascore 035 pta balloon catheter. During the procedure, the catheter did not fit in back into the sheath after dilation and usage. It was further reported that the wires were too crocked. The procedure was completed using another device. There was no reported patient injury.